Manufacturer narrative:
The device history record (DHR) could not be reviewed, as the device serial number was not provided. Leaflet immobility or leaflet restriction occurring over time, and not due to extrinsic physical interference, is a form of structural valve deterioration, which can result in significant regurgitation and/or stenosis. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.

Event description:
Additional information: the patient was doing well in follow up and no device issue has been experienced.

Event description:
It was reported that an unknown model and size perimount mitral valve showed severe central regurgitation after unknown implant duration due to leaflets distortion and restriction. An intervention was performed after unknown implant duration. The initial implantation was performed via mini thoracotomy using cor-knot. It is of note that the handle and the holder have been disconnected early during implantation. Surgeon wonders if the frame can be distorted with the use of core-knot if the disc (holder) is not in place.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.